Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and was dislocated. The surgeon elected to remove the glenoid components and convert the monoblock stem to a hemi.